Manufacturer narrative:
The customer reported to a philips field service engineer (fse) that the gantry microphone was not working in room 2 and they could not hear the patient from the scanning room. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. To date, the philips field service engineer (fse) has evaluated the system and found a failed microphone within the breathing light assembly. The fse replaced the breathing light assembly, which contains the gantry microphone, to correct the malfunction. A CAPA has been initiated. The final investigation of this event is still in process and has not yet been completed. A final iris report will be submitted at the completion of the investigation.

Manufacturer narrative:
The customer reported to a philips field service engineer (fse) that the gantry microphone was not working in room 2 and they could not hear the patient from the scanning room. This issue occurred on a brilliance ict system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. The fse arrived at the customer site and evaluated the system. The fse replaced the breathing light assembly, which contains the gantry microphone, to correct the malfunction. The system is operational and in clinical use. This event has been determined not to be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the gantry microphone was not working in room 2 and they could not hear the patient from the scanning room. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.